Manufacturer narrative:
The customer informed the remote service engineer (rse) that they were unable to see anything. The device would power on and operate, but the customer was unable to adjust any settings due to not being able to see anything on the screen. The customer requested the part information for the user interface (ui) assembly w/out navigation ring, and the rse provided it. Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the screen is black. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were unable to see anything. The device would power on and operate, but the customer was unable to adjust any settings due to not being able to see anything on the screen. The customer requested the part information for the user interface (ui) assembly w/out navigation ring, and the rse provided it. This investigation is ongoing.